Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with intraperitoneal injection of vancomycin (1 gram in first bag, then every five days for fourteen days, route not reported) and intraperitoneal injection of mannova (500mg in each bag for fourteen days) for the treatment of peritonitis. At the time of this report, the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported, on an unknown date, the patient had completed the course of antibiotics and the effluent was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.